Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idvt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after the procedure, the patient was moved to the recovery area. It was in the recovery area that the patient's blood pressure began to drop. They stated that a "code" was called for the patient. The echo team performed a transesophageal echo and a pericardial effusion was seen. The physician performed a pericardiocentesis procedure. The amount of fluid pulled from the pericardiocentesis was unknown. They stated that the patient then received a blood infusion. The patient was then taken to cardiothoracic surgery for further intervention. The patient's condition was unknown by the caller at this time. Max wattage used: 45 watts, total lesions: 10 lesions, total ablation time?: 8 minutes 27 seconds, total fluid?:430 ml the adverse event was discovered post procedure in the recovery area. Physician stated he saw an impedance rise but no steam pop. Outcome of the adverse event was that patient¿s blood pressure dropped and then taken to cardiothoracic surgery. Patient required extended hospitalization because of the adverse event. Transseptal puncture was not performed. No evidence of steam pop. The event occurred post ablation in the recovery area. Irrigated catheter was used in the event. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used were 3 mm, 3 seconds, 25% and 3 grams. Additional filter used with the visitag was surpoint, tag index. Color options used prospectively was tag index. They stated that after review of the tag index, the highest value was 617. Additional information was received. The tamponade was discovered in recovery room. The physician felt that it was probably a result of where he was in the heart, not something to do with the catheter. The patient was discharged home 3 days after the ablation.